Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were cracks along the body of the cartridge which caused the insulin to leak. The customer's blood glucose (bg) level was 380 mg/dl, and was addressed by changing the cartridge. Insulin delivery was resumed.